Manufacturer narrative:
Reference medwatch 3004209178-2015-46204 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2013 due to a high blood glucose level of over 500 mg/dl. The customer had brachial plexopathy cause by her high blood glucose level. She could not raise her right arm. The customer woke up with numbness in her legs and pain in her shoulders. The customer had an electrocardiogram and a x-ray done. She was wearing her insulin pump at the time of the emergency room visit. The product was not returned. Nothing further to report.